Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they harvested an entire leg of without issue. They went into other leg to harvest. Dissected fine. And then they stated to take branches and they realized the c ring when they would retract it back only 1/2 of it would move. They pulled it out grabbed another kit and finished the harvest. Upon further inspection the c ring was no longer 1 fixed piece. It was broken at the base of the c entirely and essentially was 2 pieces. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. No delay as they obtained another kit for completion. No harm to patient. No missing pieces.